Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A prospective patient reported that they read an interstim patient site, and it seemed that there was nothing but "horror stories" where people had to have 7 or 8 of the devices implanted over and over. The patient did not have further information.